Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient stated they never had it down their legs just around belly and butt area and still does. No one has really helped the patient and they are just coping with it as best as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that five minutes after putting on the spinal fusion bone growth stimulator they were getting shocked down their legs when the bone growth stimulator was on. They said they could handle the shocking. Patient services recommended turning off the device when using the bone growth stimulator. No further device issue alleged / identified. No further patient symptoms or complications were reported.